Event description:
Philips received a complaint on the intrepid defibrillator indicating that the device displayed a red cross. There was reportedly no patient involvement. The fse evaluated the device on site, during which an operational check was performed. The device was working within the specified parameters following the operational check. The device remains at the customer site and no further evaluation is warranted at this time.